Manufacturer narrative:
The spacelabs¿ field service engineer conducted an on-site investigation. Investigative findings verified loss of communication to the xhibit due to the display cable connections. Rearranging of the display cables resolved the issue. There was no device malfunction. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched and investigation and will file a supplemental report once the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2017, the screens went "nearly blank" at the central monitor while in use. Rebooting the central monitor resolved the issue.